Event description:
Additional information: it was reported that the pump was empty. There was no concern for drug deprivation since the pump was empty.

Event description:
It was reported that the patient told the healthcare provider that the pump was no longer functioning and they are having it removed. Patient was an in-house patient and was getting an MRI done today (details not provided); the MRI tech was unfamiliar with device. It was stated that no one was managing the patient's pump at this time. The pump hadn't been delivering medications for two months. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).